Event description:
During a laparoscopic colon procedure, the device did not fire after being reloaded with new cartridge. The device could not be opened. Case completed with same like product. No patient consequences.